Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Unit received with minor scratched lcd window, cracked keypad at select button, cracked retainer and scratched case. No moisture damage noted on motor assembly or electronic assembly noted during visual inspection.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was damaged and exposed to water. The customer¿s blood glucose level was 270 mg/dl at the time of the incident. The customer went to the river and when he came out of the water he saw a drop in the screen. After 12 hours, the customer could not see the central part of display properly but states that the insulin pump is still working fine. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.